Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported patient experienced right side stimulation "fading" within 30 seconds of being turned on following a motor vehicle accident which occurred 9 months ago (date of event is unknown). It was also reported the patient could only feel right side stimulation when arching her back in an unusual position. An sjm representative was unable to resolve the issue with reprogramming. As a result, the scs ipg was explanted and replaced. Effective stimulation was restored with the surgical intervention.